Manufacturer narrative:
Analysis was performed on the returned device. The reported suture retrieval issue was confirmed. Production record and corrective and preventive action (CAPA) reviews were performed and revealed that this event has been deemed to be related to a potential product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported suture retrieval issue was concluded to be related to potential product quality issue due to the posterior needle shank not ejecting from the posterior needle shank. The unexpected medical intervention appears to be related to circumstances of the procedure. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional endovascular aneurysm repair (evar) procedure. Reportedly, with the prostyle device, the suture was not present when the plunger was removed. The sutures of two new prostyle devices were successfully pre-placed. After the evar procedure, hemostasis was achieved with the prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.